Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported that she continues having issues with high blood glucose. The glucose reading at time of the call was 300mg/dl. The customer stated that she is not comfortable with the infusion set and reservoir. The customer stated having problems with p-caps being too tight or too loose, and insulin was leaking at the transfer guard and past the o-rings. The customer also stated that insulin was leaking into the reservoir compartment. No further info was provided.